Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: colectomy. According to the reporter: after firing, the sheet was partly uncut, so the device could not be removed. Using scissors, the sheet was cut. Another device was used to complete the procedure. Surgery time extension was reported as more than 30 minutes.